Event description:
A home dialysis nurse from (B)(6) reports a home hemodialysis pt reported to her that she was admitted to the hosp for a pyrogenic infection, pathogen unspecified, in (B)(6) 2013. The pt reports she was hospitalized for about a week. There is no add'l info regarding this hospitalization.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept has made attempts to gather add'l info, however, none has been provided. The pt reported a hospitalization due to a pyrogenic infection, pathogen unspecified, a reportable malfunction. Due to the unavailability of add'l info and the known consequences of infection, a serious injury MDR will be filed. A supplemental medwatch report will be submitted upon completion of the investigation.